Manufacturer narrative:
Correction: h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as july 6, 2009, however the correct date is july 13, 2009. Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the service engineer checked and confirmed reported issue due to handpiece fault. A handpiece replacement was required. No issue found for system, it was performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. 07/13/2009.

Event description:
It was reported that during the procedure, in phacoemulsification mode, the following system error occurred: error 374 "handpiece removed during phaco". No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.